Manufacturer narrative:
Continuation of concomitant: 5092-58 lead implanted: (B)(6) 2004.

Event description:
It was reported that the right atrial (ra) lead exhibited atrial undersensing at the highest sensitivity setting during atrial arrhy thmias. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead undersensing led to unnecessary pacing.